Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. However, during the device activation, a squeaking noise was heard as well as vibration. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. This caused the squeaking and vibration that was heard. It is possible that the damaged to the retention pin happened during the assembly process.

Event description:
It was reported by the affiliate that during a gastric bypass procedure, the ligaclips were stuck in the jaws. The harmonic repeatedly was coming up with an error message: too much pressure on jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.